Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio value. On (B)(6) 2014, inratio: 1.9, lab: 3.7. Five minutes between testing. Pt's therapeutic range 2-3.